Manufacturer narrative:
The product assessment center (pac) technician evaluated the device and was able to verify the reported issue. The root cause of the issues is isolated to the reed switch sw5. The customer received a replacement device and the customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not turn on properly and would not give audio prompts. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not turn on properly and would not give audio prompts. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not turn on properly and would not give audio prompts. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.